Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on a aviva meter, within 10 minutes: 293 mg/dl and a result within her normal range of 70-135 mg/dl (customer could not recall the exact readings within her normal range). No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.